Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the customer stated that infusion set tape was not sticking at insertion site due to accidental removal.

Manufacturer narrative:
E1: event city: (B)(6) event country: united kingdom. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.